Event description:
Device not nebulizing.

Manufacturer narrative:
It was reported that the device does not nebulize the solution. This resulted in missed doses of prescribed treatment. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.